Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 device history review: part:03.804.702s, lot:82314387, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 22 july 2024, expiration date: 01 july 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a spinal fusion (l1) for spinal canal stenosis on (B)(6) 2025. In the surgery, the surgeon inflated the balloon to 6.0 cc and then deflated it. After mixing the cement, the surgeon attempted to remove the balloon, but it seemed to get caught on the tip of the working sleeve and could not be pulled out. Repeated dilation and deflation procedures were performed, but the balloon could not be removed. The working sleeve was removed, the balloon catheter was cut, and the working sleeve was reinstalled and filled with cement. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.